Event description:
Pt stated she had lost her balance while hooked up to parenteral nutrition (1800 ml) and portable pump which resulted in a broken catheter. The catheter came apart "clean" where the brand name and size are written on the portion of the catheter that joins the female connector end to the portion that is sutured and extends from the exit site.